Event description:
Per the clinic, the patient underwent surgery on (B)(6), 2012, to remove skin overgrowth around the abutment. The 5.5mm abutment was replaced with an 8.5mm abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.